Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information notes that the death was not related to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 51.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.